Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was not possible to x-ray when the system was in clinical use. The procedure was completed by using another system. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with the flat detector. After replacing the flat detector, the system was returned to use in good working order. The codes are updated based on the investigation outcomes. The device problem code was corrected.

Event description:
It has been reported to philips that the system will boot up, but will not trigger. There was no reported patient or user harm.